Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The following cosmetic damage was noted: cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.

Event description:
Customer reported issues with the insulin pump. Customer states that the buttons are not responding due to button error alarm. The blood glucose reading is 6.2 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.